Manufacturer narrative:
The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form, visual conference of the product returned by the dentist and the evaluation of relevant production records.

Event description:
(B)(4) ¿ the dentist reported that almost 08 months and 08 days after the dental implant was installed in intraoral region 05#, its non- osseointegration was observed. Moreover, 32n.cm of primary stability was achieved, the patient presented insufficient bone quality/quantity bone type iii and immediate implant was performed.